Event description:
Biotronik was informed by a clinical trial site that the lead was capped and the pacemaker was explanted, but no reason was given by the study site and no adverse event was reported to the clinical group. The ra and lv lead remain active.

Manufacturer narrative:
We received documentation from community heart & vascular hospital that indicates this device was upgraded to an ICD and there were no complaints on it.

Event description:
Biotronik was informed by a clinical trial site that the lead was capped and the pacemaker was explanted, but no reason was given by the study site and no adverse event was reported to the clinical group. The ra and lv lead remain active.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.